Manufacturer narrative:
Two unused, sealed samples were returned for evaluation. A visual inspection observed no defects. The samples were activated following the step in the IFU and the needles of both samples retracted without an issue. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 6111526. An absolute root cause for this incident cannot be determined as bd was not able to confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported on three separate occasions after using a 22 g x 1 1/2 in. Bd integra 3 ml syringe with detachable needle, the needle did not retract even though the plunger was fully depressed. There was no report of injury or medical intervention.